Event description:
A pt reported experiencing inaccurate high results with a one touch ii meter. The pt's blood glucose results were 144mg/dl and lab reading was 66mg/dl. Tests were done within 10 minutes with a difference of 144%. Pt did not experience any adverse events.